Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, seroma-late, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (baker grade ii-iii), seroma-late, lymphadenopathy.

Event description:
Patient reported pain, burning, "feels like stone", "breast feels hot", "reddish", "mastalgia and stiffening", "small organized liquid collection" "morphological signs of capsular contracture (baker grade ii-iii)", "intramammary lymph node", "axillary lymph nodes a little more expressive on the right", "nodular enhancement", "pain", and "seroma" on the right side. The device remains implanted. Patient was treated with anti-inflammatories without a response.